Event description:
It was reported during a breast reduction case, the surgeon went to use the plasmablade and as he depressed the coag button, the red error screen lit up and the generator began to beep until it was shut off and reset. Turning on and off resolved the issue, but failed again during cases.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. Eval: the unit was rec'd in poor condition with minor surface imperfections to the case and deep scratches to the front panel. The unit delivered rf energy correctly into fixed resistors. On the last day of use, the unit exhibited an f6 (rf module communication with the controller processor has failed) 35 mins after being powered up. It was rebooted, and then exhibited a second f6 after another 70 mins. The f6 fault is a communication failure between the rf controller and ucb during use. Twisting the communication wires in the rf to ucb harness (as part of the upgrade) reduces the incidence of f6s. The front panel overlay was replaced, applicable hardware/software upgrades were performed and the unit was tested and recertified for use.